Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient not able to finish treatment last night due to a fluid leak. Patient found a leak inside the cassette door. Patient had no adverse effects and his effluent remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.